Manufacturer narrative:
Visual assessment confirmed the reported breakage. The distal tip of one of the inserters has broken off. The other device shows no damage. Examination of the break area confirmed adequate weld penetration at the shaft and tip. Dimensional assessment of the shaft and tip found them to meet print specification. Potentially the cause for this device failure was excessive forces applied to the instrument, causing a result in failure. A review of the device history records and complaint files confirmed that no additional complaints have been reported and no abnormalities were noted during the manufacturing process for this lot. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that upon removal of anchor handle, the shaft broke and the piece of the shaft going down in the anchor stayed behind in the patient. Healthcare professional successfully removed the broken piece. The procedure was a rotator cuff repair. The anchor was able to be used successfully after the removal of the inserter tip. There were no reported patient injuries. No other complications occurred.